Event description:
Customer called and stated a wire by the switch is cracked and is sparking and smoking.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: pad appears to have been laid on or used in a roller bed. Poly cover ok, FDA: cord cut/burned strain relief, cracked switch case, bent/broken lead. This tells us that the pad was not being used properly, used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project over bent near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue. A new jacketed cord design was launched in production on (B)(4) 2014 that closes (B)(4) pending a future evaluation of the effectiveness of the solution.